Event description:
It was reported by svc report that the auxiliary outlet was burned/black on the face cover. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose screw on auxilliary outlet cover.